Manufacturer narrative:
Corrected data: product problem should have been checked. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
A male patient reported that he has been experiening multiple lights at night, starbust with waves, ghost images and blurred vision at six feet or closer since having a multifocal intraocular lens implanted in (B)(6) 2013. The patient indicated during his procedure he ''woke up'' and implanting surgeon tore the capsular bag and loosened. A tension ring was placed in the bag to support the structure and the implantation was completed. On the same day the patient sought treatment at an emergency room complaining of headache and pressure sensation in the left eye. Intraocular pressure was noted to be ''60 -70 mm hg''. Patient did not indicate if he received medication. The patient reported to have been ''blind'' in the left eye for roughly 4-6 weeks after the iol was implanted. The patient was diagnosed with corneal edema. The patient sought a second opinion and indicated that physician noted 10% pigment loss in the iris. Follow up with the implanting physician revealed the patient was last seen 2-3 weeks ago and the corneal edema had resolved. The iol was decentered superiorly about 2 mm and patient's visual acuity was 20/25. The surgeon noted no significant pigment loss. The surgeon provided treatment options which included explanting the iol and using a monofocal lens. The surgeon did not attribute the patient's symptoms to the device. To date, the iol remains implanted.